Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus received a call reporting that two separated visera elite ii video system centers have been intermittently unable to capture images or record video. According to the initial reporter, the video was just a green screen, and the image is displaying ¿no video¿. Reportedly, this failure has been occurring off and on since march 2023. This is report 1 of 2, being submitted as a generic report to capture the unknown number of occurrences from the first visera device. For details relating to the second device, please see report with patient identifier (B)(6). The customer did not report any patient harm as a result of the above events.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report the issue. During the call, tac recommended several trouble-shooting options to resolve the reported event. Ultimately, after adjusting some of the input cables, the reported failure was successfully resolved on both devices. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.